Event description:
The account alleges that during a left ovarian vein embolization procedure, the guide cathereter detached when contrast was injected to perform a venogram, an attempt to capture the ifb and remove it from the patient was unsuccessful. The fragment was left within the patient. No additional patient consequences to report.

Manufacturer narrative:
The suspect medical device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined and a review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned later, the investigation will be reopened.